Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, was in storage mode after approximately 55 months of implant. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.